Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery life of this pacemaker went from two and a half years to one year remaining in a span of six months. The health care professional (hcp) added that the patient was recently went into atrial fibrillation. A diagnostic data analysis indicated that the device was high atrial sensing at an average rate of 350 beats per minute. Furthermore, the device had a signal artifact monitoring (sam) that was installed and minute ventilation (mv) feature was turned on that contributed to the increase in power consumption of the device. To date, the device remains in service. No adverse patient effects were reported.